Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol mesh, reference number 0112680, lot number 43aod005 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct corporate lot no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 1 month post implant of bard flat mesh, patient was diagnosed with hernia recurrence, seroma, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol mesh, reference number 0112680, lot number 43aod005 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard mesh. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the old mesh was identified along the midline and the recurrent hernia was encountered. The hernia sac was pushed back and a bard flat mesh (device #1) was placed on top of the old mesh by using sutures. ¿ (B)(6) 2015 - patient was diagnosed with complex recurrent ventral incisional hernia, scar tissue and seroma thereby underwent open repair with removal of bard flat mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿a large anterior seroma was identified and the hernia sac which was adherent to the underside from the hernias were taken out. A large portion of omental adhesions and the bard flat mesh (device #1) was completely removed. Then a ventralight st mesh (device #2) was placed to the inside of the abdominal cavity by using sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence, bowel obstruction, seroma, mesh removal and revision surgery.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct corporate lot no. Addendum #2: this supplemental emdr is submitted to document DHR results. Review of manufacturing records confirms product was manufactured to specification. Updated fields: b4, d4 (expiry date, UDI no), g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol mesh, reference number 0112680, lot number 43aod005 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard mesh. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the old mesh was identified along the midline and the recurrent hernia was encountered. The hernia sac was pushed back and a bard flat mesh (device #1) was placed on top of the old mesh by using sutures. ¿ on (B)(6) 2015 - patient was diagnosed with complex recurrent ventral incisional hernia, scar tissue and seroma thereby underwent open repair with removal of bard flat mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿a large anterior seroma was identified and the hernia sac which was adherent to the underside from the hernias were taken out. A large portion of omental adhesions and the bard flat mesh (device #1) was completely removed. Then a ventralight st mesh (device #2) was placed to the inside of the abdominal cavity by using sutures.¿ attorney alleges that the patient had adhesions, hernia recurrence, bowel obstruction, seroma, mesh removal and revision surgery.